Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges pain, a pseudotumor with fluid collection, metal debris, a significant amount of irritative joint fluid, hypertrophic irritated synovium, and metal on metal reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this is a duplicate report of 1818910-2014-25481. This report, 1818910-2014-23470, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-25481.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 07/21/2014- medical records were received. Dob and part/lot were provided. The information does not change the MDR decision. The complaint was updated on: 09/04/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.